Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional info become available a f/u report will be submitted. (B)(4).

Event description:
The end user reported that he discovered a short black hair under the white release paper on the mass and tan tape collar.